Manufacturer narrative:
Based on available information, it is believed that the cause of the reported pneumothorax was due to a third-party rebus probe, which was advanced more than normal. It was also noted that the surgeon did not use the fluoroscopy to observe the entire insertion of the rebus probe. In this case, the surgeon indicated that this incident was an independent event associated with the rebus probe and not related to the ion system or the use of its instruments. The surgeon elected to prophylactically place a chest tube and admit the patient for overnight monitoring. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. As reported, no image or video was submitted to intuitive surgical, inc. For review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax detected via x-ray with symptoms that the physician prophylactically placed a chest tube to resolve. The patient was admitted overnight for monitoring. Should additional information become available, a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Fields are not applicable.

Event description:
It was reported that during an ion endoluminal biopsy procedure, the radial probe got kinked going down the catheter. While the radial probe was outside of the catheter in the lung, the kink caused the radial probe to lose control and got snagged in anatomy. The doctor retracted the carriage with the clutch, and the probe was still caught in the anatomy. The physician then yanked the probe out and caused a minor pneumothorax. The ion procedure did not proceed, and the patient was staged using ebus. The team noted the importance of freezing the probe while inserting down the catheter, as well as paying attention to any kinking on the proximal length. On (B)(6) 2021 the intuitive surgical, inc. (Isi) endoluminal territory analyst (eta), who was present during the procedure was contacted and the following additional information was obtained about the complaint: it was noted that the rebus probe was advanced ¿more than normal¿ and that the surgeon may not have been observing under fluoroscopy for the entire insertion of the device. The surgeon also noted that this incident was an independent event associated with the rebus probe and not related to the ion system. Per the eta, the rebus probe in question was discarded and the ion system and this catheter have been successfully used in subsequent procedures. On (B)(6) 2021 the isi clinical development engineering (cde) manager and endoluminal territory analyst (eta), who was present during the procedure was contacted and the following additional information was obtained about the complaint: the surgeon advanced the radial ultrasound (rebus) probe beyond the tip of the ion catheter. Shortly thereafter, the surgeon noted difficulty removing the rebus probe from the lung. The surgeon subsequently retracted the ion catheter to the main carina using both the scroll wheel and carriage clutch and noted that the distal tip of the rebus probe remained in place. The surgeon then pulled the proximal shaft of the rebus probe and was successful in retrieving it from the patient and through the ion catheter. At this point, the surgeon ended the ion portion of the procedure and performed mediastinal staging on the patient. Following the staging procedure, a minor pneumothorax was detected on the post-procedural x-ray. The surgeon elected to prophylactically place a chest tube and admit the patient for overnight monitoring. Isi has made a follow-up attempt to obtain additional information from the physician of this procedure. However, no further details have been received as of the date of this report.